Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited an acute increase in pacing capture threshold and bipolar lead impedance. An alert was triggered for atrial bipolar lead impedance due to high and undefined atrial pacing impedance and for high atrial threshold. A possible lead fracture was suspected. There was also a transient increase in ventricular pacing due to an inappropriate mode switch caused by atrial lead noise. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.